Event description:
The MFR has changed/improved the criteria for making MDR decisions regarding electromyographic (emg) endotracheal tubes, per discussion with osb. Any re-intubation (medical intervention) during a surgical procedure is believed to be a reportable event, as emg activity. A retrospective review found the following event: a customer reporting on a 7mm emg flex endotracheal tube commented that "after installation of the probe the nurse found that the balloon deflated it. The probe refers to the emg tube and that the cuff deflated which required re-intubation. It cannot be ruled out that medical intervention (re-intubation) didn't occur during surgery. The device was not returned and there is no further info at this time.

Manufacturer narrative:
The device was not returned for eval. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. This product was being used for treatment, not diagnosis. Simple maneuvers to reposition the tube or pt are not considered medical or surgical intervention; but if the tube requires removal and replacement after the airway has been established such actions are considered an intervention. In this reported event re-intubation occurred during surgery, thus we are filing this report as an adverse event.